Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent laparoscopic recurrent incarcerated incisional hernia repair surgery on (B)(6) 2015 where the surgeon extracted the mesh. It was reported that extensive lysis of adhesions for about two hours was performed. It was further reported the surgeon noted ¿the bowel was densely adherent to the old mesh there was a portion of mesh that was adherent to the colon. The mesh was excised from the anterior abdominal wall. After excising the hernia sac, the portion of transverse colon with adherent mesh was then brought extracorporeally. The mesh was meticulously excised from the colon.¿ it was reported the patient continues to experience severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.